Manufacturer narrative:
Device evaluated to MFR. The nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). This 2.25mmx12mm quantum apex balloon catheter was selected for treatment. The balloon rupture around 16atm upon its 1st inflation. The procedure was completed with a different device. No complication were reported and the patients' status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). This 2.25 mm x 12 mm quantum apex balloon catheter was selected for treatment. The balloon rupture around 16 atm upon its 1st inflation. The procedure was completed with a different device. No complication were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).